Event description:
Patient on continuous dialysis for 6 days with no anticoagulation had significant decrease in hemoglobin from 9.2 to 3.1. Bilirubin increased from 2.1 to 17 and then decreased 4.5 hours later to 11.2. Physician reported c4 complement binding to patient red blood cells and diagnosed immune mediated hemolysis due to delayed blood transfusion reaction. Patient received 5 units of blood and reported to have recovered from hemolysis episode.

Manufacturer narrative:
There is no evidence of a device malfunction. Service personnel evaluated cycler and found it performing within specification. There was evidence of clotting in the arterial header of the returned cartridge but no problem was found with the cartridge. Review of the treatment log file indicates elevated pressures suggestive of clotting in the arterial header which may restrict blood flow and result in damage to blood cells. Log files also indicate that alarms indicating possible clotting were not responded to appropriately by the operator and filter flushing was not periodically performed to assess the filter as instructed in the user's guide. The user's guide includes warnings regarding the risk of clotting which may lead to hemolysis. The physician reported that the patient had complement (c4) binding to his red blood cells and concluded that the hemolysis event was attributed to a delayed immune response, however; clotting in the arterial header and failure to periodically monitor for clotting and respond appropriately to alarms cannot be ruled out as a secondary contributory factor to the hemolysis. Nxstage medical considers this report closed. No additional information will be provided.